Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, after removal of the balloon catheter from the sheath, the sheath hemostatic valve was leaking. The sheath was replaced and the procedure was complete with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device, flexcath advance 4fc12 with lot number 30155-59, was returned and analyzed. Visual inspection of the device showed the shaft was intact with no apparent issues. The reported air ingress could not be reproduced. Multiple aspirations and injections were performed without air bubbles or leaks. The hemostatic valve and valve assembly were leak tight. In conclusion, the reported air ingress issue has not been confirmed through testing. The device passed the returned product inspection as per specification.